Event description:
It was reported that there was an issue with the product nr891m - enduro meniscal component f3 12mm. According to the complaint description, the revision surgery for enduro was performed for presumably longstanding infection, where the axis was broken intraoperatively. Lack of bony support was noted. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event / malfunction is filed under aesculap ag reference no. (B)(4). Involved components: nr293k - femur extens.stem 6° d18x77mm cemented (internal aesculap ag ref. No. (B)(4)). Nb016k - enduro femoral component cemented f3l (internal aesculap ag ref. No. (B)(4)). Nb013k - enduro tibial comp.offset cemented t3 (internal aesculap ag ref. No. (B)(4)). Nr193k - tibia offset stem d18x52mm cemented (internal aesculap ref. No. (B)(4)). Implant from competitor (internal aesculap ref. No. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: visual inspection: the incoming explants shows several traces of wear (nr293k, nr891, nb016k, nb013k, nr193k). Furthermore the rotation axis of the meniscal component is broken. The femur component exhibits bone cement residues on nearly the whole intended area. The bone cement shows traces of integration to cancellous bone. It has also been found that the femoral component was implanted with one wedge. The medial- and the lateral side of the femur box exhibits clearly visible imprints which were caused from the femur stem. Furthermore the interface of the stem to the femur box shows visible traces of movement between both components. The enduro hinge ring shows little signs of hyperextension. The rotation axis has fractured above the taper, directly below the screw thread. The taper of the rotation axis shows visible material abrasions/imprints on the surface. The rotation axis locking nut is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis show signs of so-called arrest lines which are typical for a dynamic fatigue fracture. Furthermore, especially the larger distal fragment exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. The gliding surface of the meniscal component shows clearly visible wear marks. To remove/explant the gliding surface, it had to be cut up during the explant procedure. The locking ring as well as the bearing for rotation axis show also traces of wear. The tibial component shows bone cement residues on nearly the whole intended area. The stem is still firmly fixed. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the information available it is not possible to determine a definitive root cause for the mentioned failure /error patterns. There are no hints for a material or manufacturing problem. According to the quality standard and batch history files a material defect and production error was not found. The following can be mentioned as an informational note: it could be possible that the bone degraded and/or the condylar bony support was no longer sufficiently given respective cement has been loosened from the bone. Information from the clinic also describes a lack of bony support as a possible reason for this circumstance. Micro movements resulting there may have caused/contributed to a loosening of the interface between the shaft and the femoral component. The provided x-ray figures give also no clear hints regarding the shaft loosening. Another possible root cause for the mentioned failure could be an insufficient tightening of the femoral stem. It has to be taken into account, that afterwards it is not possible to determine if the stem was tightened with the prescribed torque of 27 nm (newton meters). The definitive root cause for the breakage of the rotation axis can also not be clearly determined. It also remains unclear whether the loosened shaft from the femoral component is directly related to the broken rotation axis. Furthermore, it cannot be clearly determined which event occurred first: rotation axis breakage or loosening of the femur stem. As an informational note it can be mentioned that the visible damages/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis based upon the investigation results, a CAPA is not required.

Event description:
Update: material nr293k is now also considered to be a leading material (internal aesculap ag ref. No. (B)(4)). Associated medwatch reports: nr293k (internal aesculap ag ref. No. (B)(4); 9610612-2024-00152). Nr891 (internal aesculap ag ref. No. (B)(4); 9610612-2024-00014).